Event description:
As reported, the advancer tube of a 6/7f mynxgrip vascular closure device (vcd) failed to deploy sealant after shuttling down and bringing the sheath back with the device to the hub. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The advancer tube was not visible, and appeared to still be contained within the device body. The device was stored per the IFU. The device was used in an interventional procedure using a retrograde approach. The deployer was certified in use of the mynx device. The vcd was used with a 6f 11cm avanti sheath. The common femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. The user shuttled down completely and no resistance was noted when shuttling down. There was no unusual force applied when retracting the sheath. The device is not being returned for evaluation as it was previously discarded.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, and h6 as reported, the advancer tube of a 6/7f mynxgrip vascular closure device (vcd) failed to deploy sealant after shuttling down and bringing the sheath back with the device to the hub. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The advancer tube was not visible, and appeared to still be contained within the device body. The device was stored per the IFU. The device was used in an interventional procedure using a retrograde approach. The deployer was certified in use of the mynx device. The vcd was used with a 6f 11cm avanti sheath. The common femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. The user shuttled down completely and no resistance was noted when shuttling down. There was no unusual force applied when retracting the sheath. The product was not returned for analysis. A product history record (phr) review of lot f2209801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy advancer tube¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.